Event description:
Tubing separation reported. A pt was receiving total parental nutrition and lipids via hickman catheter. The nurse was called into the room when the pt discovered that the tubing had separated from the male luer and had and noted an unspecified amount of bleedback. The pt placed the tubing back together until the nurse was able to change the tubing. No pt harm reported.